Manufacturer narrative:
Required intervention - (B) (4): eval results: arterial trauma/dissection/perforation. Ballooning beyond the stent graft.

Event description:
Post implant of another MFR's stent graft a completion cta revealed a distal type 1 endoleak on the right side. The physician decided to balloon the distal end of the device using a reliant balloon. The cta showed that the right common iliac artery was ruptured due to the ballooning. The physician extended the device with an extender component. Although the rupture was repaired, the right internal iliac artery was unintentionally covered. The physician believed that the rupture was due to a wide extended area of the ballooning beyond the stent graft when he performed ballooning distally. The pt tolerated the procedure. It was reported that the pt was recovering steadily. No add'l info was provided. The reliant balloon catheter was discarded.